Manufacturer narrative:
This report is submitted april 28, 2017.

Event description:
Per the clinic, the patient experienced pain and itching at the implant site and was subsequently prescribed oral antibiotics (date not reported).